Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 35.9cm was returned for analysis. External insulation abrasion was noted at 34.6-34.7cm and 343.8-34.9cm from the distal tip, consistent with lead friction to the suture sleeve. Internal insulation abrasion was noted at 20.4-20.7cm, 20.5-20.9cm, 28.6-28.8cm, 22.5-23.1cm, and 25.7-27.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.